Event description:
Reportedly, when the device was powered on, a check electrodes prompt was observed and analysis of patient ECG could not be performed as a result. The patient was not resuscitated. The reporter stated the patient outcome was not affected by the reported discrepancy, based upon a lack of patient viability.